Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a safety syringe. The customer reports the safety syringe barrel came off of the syringe when the customer pulled it up and the customer was stuck by a dirty needle. The customer reports they followed proper hospital protocol as a result of this incident.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.